Event description:
Complainant alleges leaving a heating pad on and unattending on couch and upon her return she noticed the heating pad was smoking and had burned a hole in her couch. No injury was reported with this incident.

Manufacturer narrative:
This pad was severely bunched/crushed. Bunching/crushing is abuse of the product and a violation of the instructions and warnings provided. Pad was also left unattended which is another violation of the instructions provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product. Add'l model # 810-815.